Event description:
It was reported that the device was loose, and the cot jogged up while in transport. There was patient involvement, but no serious injury, adverse consequence, or clinically relevant delay in treatment was reported.

Manufacturer narrative:
It was alleged by the customer that the power load is loose and the cot jogged up while in transport. As a result, a work order was opened for evaluation of the device by a stryker field service representative. However, the unit was unable to located. As a result, the work order was canceled, and the alleged event could not be confirmed. Another work order will be opened upon the customer locating the unit.

Event description:
It was reported that the device was loose, and the cot jogged up while in transport. There was patient involvement, but no serious injury, adverse consequence, or clinically relevant delay in treatment was reported.